Event description:
Allegedly patient complained of pain. Revision surgery performed on left hip.

Manufacturer narrative:
Per additional information received, this component was also removed during the revision surgery previously reported. This is the same event as 1043534-2012-01402, 1043534-2013-00201, 00202.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned. (B)(4): evidence that product in specification when used.